Manufacturer narrative:
(B)(4). Date of the event was reported as unknown date in (B)(6) 2014. The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy, and subsequently passed away. The patient was diagnosed with peritonitis while hospitalized for an unrelated unreported event. Treatment details were not reported. The cause of the peritonitis was unknown. Dianeal therapy was discontinued. On an unknown date the patient was discharged from the hospital. The patient had not recovered from the peritonitis. It was not reported when the patient restarted on peritoneal dialysis therapy. On an unknown date, the patient was readmitted to the hospital for an unreported condition and transferred to the intensive care unit (ICU). During this time the patient was placed on hemodialysis. The patient passed away while in ICU. It was reported the patient had not recovered from the peritonitis at the time of death. The cause of death was not reported. An autopsy was not performed. No additional information is available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.